Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bso; due to cystocele, rectocele, vaginal vault prolapse, pelvic pain and sui. It was reported that patient underwent mesh revision/removal.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 along with concurrent cystoscopy, and abdominal sacral colpopexy due to sui, and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, urinary problems and dyspareunia.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and mesh was implanted. On (B)(6) 2011, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.